Event description:
Ordered for potassium chloride 15cc, added to 100cc bag of normal saline, infusion pump set at 20cc/hour with dose limit at 100ml. Intravenous fluid was to run over five hours. Intravenous fluid within a 15 minute period. Infusion pump stated that there was still 95cc left to infuse, and that there was 4.75 hours left of infusion time.